Event description:
It was reported that the lead dislodged three days post implant and was repositioned. Since then the pacing thresholds have risen. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, there was apparent explant damage.